Event description:
It was reported that the ventilator generated technical error codes indicating communication error and internal temperature too high. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating communication error (that may lead to stop of ventilation) and internal temperature too high. The field service engineer confirmed the problem and replaced the expiratory channel printed service board (pcb). The ventilator was returned to the customer after passed functional tests. The defective expiratory channel could not be returned for investigation. No further issues have been reported. The evaluation of received device logs shows several occurrences of the reported technical error codes during pre-use check and after restart. The problems begun to appear on (B)(6) 2021, four weeks before the reported date of event. The date of event will be updated accordingly. The conclusion is that the reported problem can be confirmed from received device logs. As no faulty part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer's ref #:(B)(4).